Manufacturer narrative:
A siemens headquarter support center (hsc) specialist reviewed the customer data and the instrument files. The instrument files indicated the possibility of "air bubble" in the sample due to the difference in heights during sample aspiration the first time the sample was run and the repeat run. The hsc advised the customer to review their sample handling procedure as indicated in the operator's manual. A siemens field service engineer (fse) was dispatched to the customer site. The fse checked the substrate pump, reagent and sample probe dispense angles, dual resolution dilutor positions, speed and tube lifter positions. The fse did not find any mechanical issues with the instrument. Hsc contacted the customer site and the customer informed hsc that they had not encountered any more discordant results. The cause of the falsely low result on the one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer obtained falsely low values on one patient sample for thyroid stimulating hormone (tsh) and free thyroxine (ft4) on an immulite 2000 xpi instrument. The sample was repeated on the same instrument and the results were higher. The falsely low results for tsh and ft4 were not reported to the physician(s). It is not known if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely low tsh and ft4 results.